Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by severe abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with intraperitoneal solvetan 1 gram (frequency and duration not reported), voncon 500 milligrams intraperitoneally (frequency and duration not reported), and briklin intravenously (dosage, frequency, and duration not reported) for the peritonitis event. Treatment with solvetan and voncon was completed thirteen days after the initial receipt of this report. Physioneal therapies were ongoing. After fourteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.